Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. This event does not indicate device misuse or malfunction. The valve remains implanted and the patient continues to be monitored through the clinical trial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after releasing the cross clamp following the implant of this bioprosthetic valve, bleeding was noted from the pulmonary artery. Intervention was required to repair the source of the bleeding. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bleeding from the pulmonary artery was repaired with a pledget stitch. No further bleeding was reported. Four days post implant while still in the intensive care unit (ICU), the patient developed pneumonia and was treated with medication and mechanical ventilation. Twenty-seven days post implant, reanimation was performed due to cardiac arrest. The physician reported that cardiac tamponade occurred, possibly related to rupture of the right atrium post reanimation. The reanimation was not successful, and the patient expired. The physician reported the cause of death was of respiratory failure caused by pneumonia. It was reported that the death was not related to the valve or its function. An autopsy was performed however no results were reported. Patient information updated. Relevant history was added. Device serial number and UDI was added. The implant date was added. The facility name was added. The manufacture date was added. If information is provided in the future, a supplemental report will be issued.